Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in two segments. Final analysis found an external insulation abrasion was noted at 7.6 to 7.9 cm from the distal tip consistent with lead friction to another device or feature of the heart. Lead-to-can external insulation abrasion was noted at 42.6 to 43.0 cm and 45.0 cm to 45.9 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.